Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the rv lead replacement procedure, the replacement rv lead insulation was cut by the physician to retain access to the vessel. The replacement rv lead was successfully implanted and remains in use. No patient complications have been reported as a result of this event.